Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients admitted through the system were not showing for removal of medications. A technical support specialist stated that the customer was able to get the patients to show as admitted to ocae instead of rade. The customer had not checked the radiology settings. The customer verified the issue was resolved and agreed to proceed with case closure. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to remove medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.